Event description:
It was reported that when using the bd pyxis¿ es server, half of the medicines loaded showing as empty on the machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked inventory for med identification (ID) (B)(4), confirmed it was correctly showing as loaded with a quantity of 27 in main drawer 1.1 pocket a1, and the station was communicating properly with the server. Then the tss contacted customer and confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist verified the device.